Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(6).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. It was also reported that on (B)(6) 2001 the sparc sling (ams) was implanted. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that patient underwent laparoscopic hysterectomy with bso and removal of a peritoneal cyst on (B)(6) 2013 by dr. (B)(6). It was reported that following insertion the patient experienced urinary tract infection and urgency.